Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, bu no new information has been received to-date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years, two months post implant of this bioprosthetic aortic valve, this valve was replaced valve-in-valve with a transcatheter valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that surgical intervention was not performed and this valve was not replaced. Elevated gradients were observed with transesophageal echocardiogram (tee). The physician reviewing the tee reported pannus growth on the valve as well. The patient presented with bradycardia, but the patient's symptoms have diminished following medical management. No intervention and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.